Event description:
It was reported that, the dressing was used to prevent skin troubles during 13 hours brain surgery in park bench position, when the product was removed from the skin, it was confirmed the patient had gotten a contact dermatitis. This adverse event was treated by steroid therapy (rinderon and petroleum jelly) by a dermatologist. The patient is in the healing tendency.

Manufacturer narrative:
H3, h6: it was reported that, the dressing was used to prevent skin troubles during 13 hours brain surgery in park bench position, when the product was removed from the skin, it was confirmed the patient had gotten a contact dermatitis. This adverse event was treated by steroid therapy (rinderon and petroleum jelly) by a dermatologist. The patient is in the healing tendency. The device was not returned for analysis. We have therefore not been able to confirm a relationship between the event and the device, or identify a definitive root cause. A lot number for the device was not provided, therefore it was not possible to carry out a device history review. A complaint history review (chr) revealed a small number of similar instances in the last 12 months. There is nothing to indicate this is outside of acceptable rates of occurrence. A clinical/medical review was conducted. This review concluded that the use of allevyn¿ life as part of a prophylactic pressure ulcer prevention therapy, does not preclude the need to continue to develop and follow a comprehensive pressure ulcer prevention protocol (e.g., regular turning, appropriate mattress and skin care)¿. Therefore, it cannot be concluded that the reported adverse event was associated with a mal performance of the device. As it was reported the patient is in the 'healing tendency', no further clinical/medical assessment is warranted at this time. A risk management review (rmr) was conducted and which mitigated the reported issue with no further action or updates required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. A review concluded that there are no prior escalated actions related to this product and the reported event. The probable root cause for this complaint is patient skin sensitivity; that the patient's skin was sensitive to one or more of the components of the dressing. Inadequate skin preparation and/or existing skin condition(s) could also be a cause or a contributing factor to the reported event. The users of the reported product are advised to consult the relevant IFU, to prevent future occurrences of the reported issue. This guide will provide comprehensive instructions of the operation, use and limitations of the device, including skin preparation and care when sensitive skin is an issue. Investigations into this matter are now complete and no further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.